Event description:
Routine complaint investigation when a consumer reported receiving imprecise sequential readings on their relion blood glucose monitor. There was no report of death, serious injury or mistreatment associated with this event.